Manufacturer narrative:
Philips has investigated this complaint and according to the additional information gathered, the system was not in clinical use at the time of the reported problem. Since the system has reached end of service, no work has been performed by philips. The root cause of the issue is therefore undetermined.

Event description:
It was reported to philips that the device would not power on after an emergency power outage. No harm to the patient or user was reported. Philips has started an investigation of this complaint.